Manufacturer narrative:
It is unknown if the device is available for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A device history review (DHR) could not be completed due to the unknown lot number. If additional information is received, supplemental reports will be submitted.

Event description:
The event occurred on an unknown date in 2020. The customer reported a spinning spiros closed male luer, red cap that became undone and blood had spilled out of the patient's line and onto the bed. The nurse paused the chemo, followed the line, and noticed the spiros had been undone. There was patient involvement but no harm reported. This report captures the third of three events.